Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. Ninety six lifetime v-sic are recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2014 due to meeting the requirements for nst and v-sic. There are 4 lead failure predictor (lfp) events of less than 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission indicated a lead integrity alert (lia) was triggered for high rate non-sustained tachycardia (nst) and short interval counts (sic). The right ventricular (rv) lead bipolar impedance is out of range high. The nst events are consistent with lead noise oversensing. The lead was noted to be fractured. The device was reprogrammed from tip-coil sensing and pacing. The lead remains in use. No patient complications have been reported as a result of this event.